Event description:
After treatment with the savi 6-1 device for partial breast radiation in 2008, pt suffered a radiation induced fracture of the 6th rib in 2009. Dose: daily x 2. Frequency: 5 days. Route: intracavernous. Dates of use: 2008. Diagnosis: breast cancer.